Manufacturer narrative:
Consumer admits to laying on the heating pad which is abuse of the product and a violation of the instructions and warnings provided. Consumer has not returned the product.

Event description:
Consumer alleges her heating pad caught on fire. There was not a report of injury or property damage with this incident.